Event description:
The optical switch was replaced for a symptom described as ¿an error.¿ an optical switch failure can impact the delivery of therapy. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.